Event description:
After they sewed up the graft, which was used in the ascending aorta, blood seeped through the graft. They staunched the blood by oppressing and using hemostatic cotton, but those did not work. There was a decrease in the pt's blood pressure. They changed to another graft and no blood seeped anymore.